Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient presented to the managing healthcare provider (hcp) post implant and the hcp believed the pump site was infected. The patient showed symptoms of incisional wound opening of the pump pocket, drainage and seroma. The hcp put the patient on bactrim/keflex and sent him back to the implanting neurosurgeon. Per the hcp, the neurosurgeon believed it was a reaction to dermabond. Patient status at the time of the report was alive with no injury. The medication delivered by the device system was not provided. Additional information has been requested but was not available at the time of this report.